Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 11, 2007, the lay user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient stated that he started trying to test with the reported meter a couple of weeks ago, but was never able to get a blood glucose reading because of the alleged issue. The patient did not take any specific actions to treat himself after attempting to test with the meter. One day earlier, the patient developed symptoms of "vertigo". Due to the symptoms and not being able to check his blood glucose, the patient visited an emergency room (ER). In the ER, the patient's blood glucose was tested on an unidentified device and a result of "232 mg/dl" was obtained. The patient did not receive any medical treatment during the ER visit, but was prescribed "avandia" pills. The patient takes "norvasc" for hypertension. The patient did not have a replacement battery to try and troubleshoot the alleged issue. The meter was replaced. This complaint is being reported due to the following conclusion: the patient alleged he was unable to test his blood glucose for a couple of weeks and developed symptoms of "vertigo". The patient claimed he sought medical attention because of the symptoms and meter issue, and was prescribed a new oral medication for his diabetes.